Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and the results were within the product specifications. No malfunction of the device could be observed. The customer's allegation that the meter does not measure correctly was not observed during the investigation of the returned product. The battery cover passed the visual inspection successfully. The received adapter is contaminated. The unused infusion set was visually inspected and tested for flow and tightness. The test results were within specifications.

Event description:
Reporter stated the patient experienced hyperglycemia of approximately 500 mg/dl for "some weeks," and then he felt nauseous, vomited, and lost consciousness on (B)(6) 2014. His blood glucose was "hi," and his wife contacted an emergency doctor. He was transported to the hospital by ambulance, and his blood glucose was 770 mg/dl at the hospital. He reportedly experienced 'hypovolaemic' shock, acute kidney injury, metabolic acidosis, and a heart attack while in the hospital. Further, he was in a coma for 3 days. He was treated with insulin via perfusor and was in the intensive care unit for 10 days. He was transferred to the regular care unit on (B)(6) 2014 and was discharged from the hospital on (B)(6) 2014. He believes the insulin delivery of the infusion device is too low. The alleged products were requested for evaluation.